Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the buttons on the insulin pump were not working and her blood glucose was in the 400 to 500 mg/dl. Customer stated she had to press the buttons on the device really hard to give herself insulin and there were also cracks on the device. Customer treated for blood glucose of 440 mg/dl with manual injection. She declined to troubleshoot and return the device for analysis.